Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced elevated blood glucose of 258 mg/dl and noted cartridge leaking with the ilet pump over several days. The user sought guidance on whether to change the cartridge while hyperglycemic and was instructed through a full cartridge and tubing change procedure, which was completed successfully with reconnection and no further device malfunction observed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and restoration of therapy after guidance. Investigation included troubleshooting and user education by phone, including proper cartridge installation and fill. Investigation of this case revealed that the pump functioned as designed after the guided cartridge replacement, suggesting the issue was related to cartridge leakage or setup and resolved with correct replacement and priming. It was concluded, based on previously established findings for similar reports, that the cause was user setup or handling related to the cartridge and tubing rather than a device malfunction.